Event description:
Unspecific arthritis [arthritis]. Left knee severly swollen [joint swelling]. Severe pain in left knee [arthralgia]. Left knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a healthcare provider regarding a (B)(6) female pt with a history of gonarthritis, initials (B)(6), who experienced unspecific arthritis, severe left knee swelling, severe left knee pain, and left knee effusion after starting synvisc. The pt received her first synvisc injection in her left knee on (B)(6) 2009 and her third synvisc injection in her left knee on (B)(6) 2009. The pt experienced unspecific arthritis and the adverse event onset date was (B)(6) 2009. The adverse event did not occur during the administration, did not abate after stopping administration, and it reappeared after reintroduction. The reporter stated that the pt had no pain on injection site, but had pain locally medial in the knee. The pt's healthcare provider injected the synvisc laterally. On (B)(6) 2009 the pt was injected with a mix of synvisc (2 ml), depomedrol (1 ml (40 mg/ml) and xylocain (5 ml (10 mg/ml)). The injections were carried out in a sterile environment in the operating room. The reporter stated that the pt's left knee was severely swollen with severe pain. The pt was sent for magnetic resonance imaging (mr), but no symptoms other than arthrosis were observed. The pt was sent to the hospital where her knee was aspirated. There were no signs of gout. At the time of this report, the pt was not yet recovered from unspecific arthritis and the outcome of the pt was unk. The lot number was reported to be p09014. See (B)(4) for other adverse events from this reporter. Add'l info was received on (B)(4) 2009 in the form of qa results. The production and qc documentation for lot# p09014, with exp date 10/2011 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Eval summary: the production and qc documentation for lot# p09014, with exp date 10/2011 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.